Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air aspiration could not be determined.

Event description:
During the procedure, air was aspirated into the syringe prior to insertion of the catheter into the introducer. Several aspirations were attempted to remove the air with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.